Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 17 march 2017. The representative was able to confirm the reported issue. To resolve the reported issue, the firmware for the imaging system was reloaded. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, when attempting to move the gantry of the imaging system in the y direction, the gantry would wag instead. When attempting to dock, no movement was completed. Invalidating home on the imaging system did not resolve the reported issue. No additional information was provided. The reported issue was discovered during a spinal fusion. There was no reported delay to the procedure due to this issue. The surgeon completed the procedure with the use of the imaging system. There was no impact on patient outcome.

Manufacturer narrative:
Software analysis was unable to determine root cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The logs indicate several attempts to dock (park) the system but no conclusive failure was identified. Some attempts were too short, one entered a collision zone and others had associated errors or unexpected behavior. As previously reported, motion and pendant firmware was reloaded and the system is functioning as expected.